Manufacturer narrative:
Block h6: problem code 1184 captures the reportable issue of reading inaccurate. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two alliance inflation syringe devices used during the same procedure. It was reported to boston scientific corporation that two alliance inflation syringe devices were used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, upon inflation, the gauge needle did not move. The same issue occurred with the second alliance inflation syringe device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on 15aug2019. The procedure was performed in the esophagus and occurred on (B)(6) 2019. The procedure was completed with another alliance inflation syringe device.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of two alliance inflation syringe devices used during the same procedure. It was reported to boston scientific corporation that two alliance inflation syringe devices were used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, upon inflation, the gauge needle did not move. The same issue occurred with the second alliance inflation syringe device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.